Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air bubbles were observed within the tubing. The issue was resolved by the customer. Air bubbles did not impact customer¿s blood glucose level.